Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during a surgical procedure for a humeral diaphysis fracture, it was observed that the radiolucent drive device made an abnormal sound, stopped working, and was generating heat during use. It was reported that the surgeon attached the radiolucent drive device to a small battery drive device for inserting a spiral blade. It was reported that the physician was using an ehn (expert humeral system) nail 9mm 240mm. It was reported that after the radiolucent drive device generated heat, the surgeon cooled the device down by using saline. It was reported that the surgeon waited for a while and drilled once again, and the radiolucent drive device just spun around. It was reported that he pressed it down and drilled after all. It was reported that there was a 30 minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The radiolucent drive device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.